Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es device upload had stopped and was in retry mode. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device upload had stopped and was in retry mode. The technical support specialist (tss) dialed into the station and identified that the issue occurred when the station attempted to upload data to the enterprise server, which was missing the required data. The fse determined that the station database and medication application needed to be backed up and reinstalled. The tss prepared the backup file and advised the customer to initiate a full synchronization. The customer was also advised to change their login access mode by referring the article named medes retry mode: insert into tx. Transaction session dispensing device snapshot key. The tss confirmed with the customer that the issue had been resolved and station working normally. The system functioned as intended after the technical support specialist resolved the issue.